Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.75mm x 8mm nc emerge® balloon catheter was advanced to post dilate the lesion. During the procedure; a shadow appears just before the balloon. The balloon ruptured at 25 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.